Event description:
Customer was found in a coma. Paramedics were called and received a blood glucose reading of 42mg/dl. Customer was given sugar water IV and ate a banana sandwich. On a different day the customer received a blood glucose reading of 312 mg/dl and took insulin but didn't feel like blood glucose was high. Control l1 was out of range. A request was made for the return of the suspect device and replacement product was sent.